Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer also stated that the insulin pump received an alarm constant tone and the screen is now dead. The customer did not mention any treatments and symptoms related to high blood glucose level. Customer stated that the screen is not blank after inserting new battery. The device will not be returned for analysis.